Event description:
It was reported that during routine device change out procedure, the right atrial lead exhibited loss of capture due to dislodgement. The lead was capped and replaced. The patient was doing well post procedure.

Manufacturer narrative:
UDI (di): (B)(4).